Event description:
Lyric hearing aids are implanted in the ear canal by an audiologist and are supposed to last 3 months before requiring a change according to the product literature. In this case, the hearing aid was inserted on (B)(6) 2018 and stopped working on (B)(6) 2018. Unfortunately, I was in (B)(6) when it stopped working and unable to return until (B)(6) 2018 when it was replaced. I spent 15 days unable to hear out of my left ear.